Manufacturer narrative:
(B)(4). The device was not returned; however, a photograph was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the photograph was performed with no issues noted. Additionally a retained sample was visually checked, functionally tested and tested for leak, with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the blue air vent of clearlink solution administration set during setup. There was no patient involvement. No additional information is available.